Event description:
Baxter japan reports a broken spike with a transfer set. Noted during use with no pt injury or med intervention required.

Manufacturer narrative:
Sample was not available for evaluation.